Event description:
It was reported that during routine follow-up it was observed that the pacemaker had recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed and data analysis showed the identified potential high impedance within the battery. Technical services discussed device monitoring vs. Replacement. The pacemaker remains in service and no adverse patient effects were reported.